Event description:
It was reported that a user experienced intermittent bluetooth connectivity between the dexcom g7 cgm and the ilet, with signal loss to the ilet and a brief sensor issue alarm; troubleshooting and education were provided, including toggling g6/g7 selection, allowing time for pairing, and entering a fingerstick blood glucose of 146 mg/dl, and the user was transferred to dexcom for sensor-related support. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with the device component relevant to wireless communication identified as the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.